Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was a heavily calcified, proximal left anterior descending (lad) lesion. The physician was unable to cross the lesion with a taxus express2 8.8% 3.5mm x 20mm stent. The physician noticed a kink in the catheter and upon trying to withdraw the delivery device and stent, the catheter shaft fractured. The physician used a microsnare and was able to successfully remove the delivery device from the pt's body. The procedure was successfully completed using a bare express2 stent. The physician post dilated the express2 stent with a quantum balloon (size unknown). No pt injury or complications occurred.